Event description:
Pt data: initials: unk. Implanted: unk. The doctor requested info on removal set. An x-ray shows a broken implant. Pt never returned. The removal set was never requested, presumably the device was not removed. Doctor has not given more info. Nothing more is known. Opted to conservatively file an MDR even though the pt and doctor details are not available.